Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received fifty three devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment and tensile test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used for vessel anastomosis during an open coronary artery bypass grafting, the thread broke. It was stated that needle detached from the swage. Additionally, it was stated that two devices had the same malfunction. They used another suture to complete the case. There was no patient injury.